Event description:
PICC was inserted without difficulty and chest x-ray ordered to check placement. However, immediately after catheter was inserted, noted leak at hub external to pt. PICC was immediately removed and new PICC inserted.